Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 9. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.